Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Could you please open a new complaint? I just received the notice that a patient implanted with a hepatic pump on (B)(6) 2015 has had some "bleeding issues". When I have more details I will send you the information.